Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer stated that he heard a high pitch alarm and then nothing showed on the screen. Customer tried to reboot by removing the battery and putting it back in, but the pump went blank. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer will be shipped a replacement battery cap. Customer stated that he will get a new aaa battery and try it in the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.